Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient had an improper connection use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the heater bag at the connection point with the cassette. This occurred during peritoneal therapy, and the patient was connected. It was reported that the patient did not tighten the connection enough during set up. The technical service representative assisted in disconnecting and restarting therapy. The patient disconnected aseptically and started over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.